Event description:
A customer reported that the system froze during the irrigation/aspiration portion of a procedure. The intraocular lens (iol) had been inserted. The procedure was completed manually with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).